Event description:
It was reported the patient presented for implant procedure. During surgery, the introducer fell out of the patient. Bleeding at the puncture site had to be stopped, the introducer was reinserted, and implantation was successful. After surgery, a blood transfusion was performed. The patient was in stable condition.